Event description:
Patient had a posterior c3-7 fusion on on (B)(6) 2013. One rod had been cut into two sections to use on either side of the construct. The rod slipped out of the two screws bilaterally at c7 and required a reoperation to lock down the rod sections. The cause of rod pullout cannot be attributed to a specific device. As a result, separate medwatch reports are being filed for the one rod and two set screws that were involved in the event. This report is being filed for the rod that was involved in this event. See mfg medwatch report# 1526439-2013-29779 for the first set screw that was involved in this event. See mfg medwatch report# 1526439-2013-29783 for the second set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The devices were not returned for evaluation as consent from the patient hasn¿t been received at this point to release the hardware. The device lot numbers are unknown. Without the lot numbers a review of the manufacturing records cannot be conducted. The provided pre-revision a-p and lateral view x-rays of c3 to c7 were reviewed with complaints manager. No definitive conclusions can be drawn however the imaging may suggest that the rods at the inferior end of the construct were too short for their associated screws. Furthermore, it was reported that the surgeon cut longer rods to use in the revision construct. Without a product sample we are unable to identify the root cause. It should be noted, per the indications in the mountaineer instruction for use IFU-0902-90-009 revision l, the use of monoaxial and polyaxial screws is limited to placement in the upper thoracic spine (t1-t3) in treating thoracic conditions only. They are not intended to be placed in the cervical spine. No corrective action is required as we are unable to identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.